Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump was alarming for no delivery frequently. The blood glucose reading was 600 mg/dl. The customer reported that this alarm was recurring for the past week and that after changing everything, the alarm recurs. The customer treated with manual injection. The drive support cap appeared normal and recessed. The customer declined to check for air bubbles, leaks, site issues and insulin issues. The customer declined to verify the settings. The insulin pump passed a self test. The customer was advised to run a 5 unit fixed prime and the insulin pump alarmed. The customer was advised to run a manual prime with an empty reservoir and received a no reservoir alarm. The customer was advised to push insulin manually through the tubing and reported that insulin did exit. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.